Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in an unopened PICC tray was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 5fr t/l provena powerpicc 3cg catheter tray. The sample was received in its original sealed packaging. A long hair was visible within the sealed package. The visible hair within the sealed package appeared to have been deposited during device packaging. A lot history review (lhr) of recv1201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hair was found inside an unopened PICC tray.